Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that prior to use the cs300 intra-aortic balloon pump (iabp) generated a maintenance required code #1 on startup. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse stated that the failure was intermittent, due to possible failure of k6. To resolve the issue, the fse replaced the drive manifold and calibrated the transducers. The iabp passed all functional and safety tests per factory specifications and was returned to the customer and cleared for clinical use.

Event description:
It was reported that prior to use the cs300 intra-aortic balloon pump (iabp) generated a maintenance required code #1 on startup. There was no patient involvement and no adverse event was reported.